Event description:
It was reported that the patient became symptomatic approximately 2 months post implant. The patient had symptoms of weakness in her right leg. The hcp (healthcare provider) didn¿t feel that the symptoms were related to the therapy, but was new to pumps so wanted to know what to consider. The patient had a big cyst on the base of her spine that they found during MRI. They were trying to rule out causes of the right leg weakness. The patient overall was not healthy. The hcp reported that the catheter was a little off to the right and that was where the symptoms were as well; the right leg. It was stated that they would have expected the symptoms to appear right after implant if the catheter had caused a problem with the spine during the implant procedure. The device system was delivering prialt and dilaudid. The hcp (healthcare provider) contacted for follow-up was ¿unable to confirm¿ the adverse events. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).